Manufacturer narrative:
(B)(4). Evaluation summary: examination of the photograph was performed and found no evidence of the reported condition. It was noted that the device's flow restrictor was connected to a needle, and the needle was capped. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver any of its contents. The reporter stated one week after the device was connected to the patient for an infusion of a chemotherapeutic solution, it was noticed that none of the drug had been infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, a photograph of the device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.